Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the instrument did not fire during a gastropexy procedure. Visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with pmv representative. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The returned sample as received was found to meet specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specification. This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty the stapler was defective. There was no reported patient injury